Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-04985/04989).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged infection. During the procedure, after filling mold with cement, the insert in the mold shifted. The component was still used to complete the procedure.